Event description:
The event is reported as: the customer alleges that the device fell apart where the tubing connects to the purple attachment. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of the report.